Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope instrument associated with this complaint and completed investigations. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The probable root cause of this binding is attributed to component susceptibility to increased friction. Additionally, the endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy radical without lymphadenectomy surgical procedure, that the endoscope was not moving properly, specifically struggling on the insertion axis, making it difficult to control. The customer had tried two different endoscopes with the same symptom. The customer received phone assistance from the technical service engineer (tse). The tse reviewed the system logs and found no relevant errors related to endoscope movement. Tse advised the customer to check if the draping was stuck and to ensure the carriage was free to move when the draping was mounted. Additionally, the tse suggested verifying that the discs were moving freely between the carriage and the sterile adapter, to ensure normal rotation. The issue was resolved by checking the draping for obstructions, and the system was confirmed ready for use. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: site stated about a jammed endoscope. During the procedure, they were unable to rotate the endoscope using the joysticks on the console. The issue was resolved by using a replacement endoscope. After the procedure, they reported the incident to dvstat. According to information from the da vinci coordinator, when the endoscope was in a vertical position (with the tube pointing downward), a grinding noise was heard during rotation, and one of the discs was coming loose. The reporter confirmed that it was the first time the issue occurred during the surgery, the endoscope was used in another surgery by another surgeon without any issues. Reporter confirmed there was no harm to the patient, and no fragment fall into the patient.